Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to stress or handling or other factors. The following information is stated in the instructions for use (IFU): ¿chapter 3 preparation and inspection. 3.2 inspection of the endoscope. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.¿ olympus will continue to monitor field performance for this device.

Event description:
Customer reported with an issue of leakage at the large knob. The issue found during an unknown event. There was no patient harm or injury reported. No user injury reported. Device evaluation found gap of adhesive on the distal end. Stain could enter inside the lens through the gap.

Manufacturer narrative:
Initial reporter address: full name of the facility establishment is (B)(6). The subject device was received and evaluated. Device evaluation found the acoustic lens (pink probe) unit surface is damaged. A gap has appeared on the acoustic lens surface. Further inspection found leak on the biopsy channel. The customer reported issue could be confirmed. In addition, the following findings during device evaluation were noted : a-rubber glue chipped. Connecting tube snakiness, scratch. Universal cord kinked. Angulation less or specified value, play, up down knob angulation less or specified value. Image check and light transmission system test) passed but repair recommended as ccd-unit peel off noted. Investigation is ongoing. This report will be supplemented accordingly following investigation.